Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support developed hemolysis. The impella was repositioned.

Manufacturer narrative:
Correction d3, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were positioning and suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of the mechanical interaction with blood was unable to be determined since product was not returned and the pump was both repositioned and turned down to resolve the hemolysis. Device history review: the device passed all post sterile inspection checks.